Manufacturer narrative:
Lot number: this is a summary report for lot# 18k017 and 18m032. A second single-use sample was received at the plant for analysis. Visual inspection on the returned unit noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted for lot 18m032 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot: this is a summary report for lot# 18k017 and an unknown lot. Of the two (2) reported events, one device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition as not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors stopped flowing during infusion. Both events occurred during patient use. There was no report of patient injury or medical intervention associated with the either event. No additional information is available.